Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code) updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during a routine check, the screen of the cs300 intra-aortic balloon pump (iabp) was blanking out and then coming back on. It was also stated that the customer's trained biomed was not able to reproduce the display failure. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.

Event description:
It was reported that the screen of the cs300 intra-aortic balloon pump (iabp) was blanking out and then coming back on. It was also stated that the customer's trained biomed was not able to reproduce the display failure.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse attempted to duplicate the error by simulating patient therapy with a 40 cc balloon and system trainer, but was unable to. In interest of patient safety, the fse replaced the video receiver pcb. A pm was performed in conjunction with this repair. The unit passed all functional, safety, and electrical tests to factory specifications. The unit was returned to the customer for use.

Manufacturer narrative:
Updated fields: b4, d8, d9(return to manufacture date), g3, g6, h2, h11. Corrected fields: h6(investigation conclusions). The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received part number 0670-00-0736 pcb, color video receiver serial number (B)(6) with a reported unit failure of display blanks out. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed received part number 0670-00-0736 pcb, color video receiver serial number (B)(6) into the cs300 test fixture and tested the board to factory specifications per the cs300 service manual. After an extended run-time the fat verified the failure of the display blanking out. Part number 0670-00-0736 pcb, color video receiver serial number (B)(6) failed testing. Retaining the board in the fat per procedure.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) screen is broken.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.